Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was confirmed that the mixing pump was not performing to specification. Mixing pump was replaced during the pm process. The device underwent pm servicing while in for repair. Heater, circulation pump, and drain ports were replaced. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the mixing pump in arctic sun device was defective. Per clarification received on (B)(6) 2023, it was stated that heater, circulation pump, drain ports were replaces as part of preventive maintenance.

Event description:
It was reported that the mixing pump in arctic sun device was defective. Per clarification received on 19jan2023, it was stated that heater, circulation pump, drain ports were replaces as part of preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.